Event description:
A nurse reported to baxter columbia that at the end of hemodialysis therapy the patient's weight did not change. (The patients weight was the same before and after the event.) The hemodialysis machine was programmed for a therapy time of 4 hours with an ultrafiltration target of 4.4l. The device was serviced onsite by a field service engineer. There was patient involvement but no patient injury or medical intervention was reported along with this complaint

Manufacturer narrative:
(B)(4). No sample was returned for evaluation as the device was evaluated by the field service engineer (fse) at the customer location. A follow up MDR will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). During evaluation, the field service engineer determined an ultrafiltration (uf) spring was broken. The spring was replaced with a new one. The sample evaluation confirmed the reported condition of low ultrafiltration, but the cause was undetermined.